Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k991088. H4. Device manufacture date: unknown. H.6. Investigation summary: material #: 368653. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates prior to use. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the adapter was detached from the holder of one (1) device. No patient impact reported.